Manufacturer narrative:
The insulin pump had no button response due to flattened button dome switch. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had keypad anomaly on the insulin pump. The customer's blood glucose lis normal, didn't require medical treatment. The customer stated that all of the buttons weren't sensitive. No further details given.